Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent capture during threshold testing was noted. A chest x-ray showed the terminal pin of the lead not properly connected. No noise was noted on the egms when pocket was manipulated. The physician decided to monitor the patient and increase the output with an adequate safety margin.